Event description:
Event description boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had passed away almost four years ago (2003). In 2007, it was reported by a family member that the device 'had never operated.' There had been no reported allegation or complaints filed previous to this statement.

Manufacturer narrative:
Not returned. Event conclusion: the local sales representative was contacted and the clinic reported that this patient was not followed regularly. The clinic had no information beyond normal device operation and function from the last patient follow-up. Aside from the information provided by a family member, boston scientific has not received information from the physician and/or hospital that the device was taken out-of-service. The date of death was reported by the family.